Event description:
(B)(4). I have had abdominal pain since the implant in 2014. My bones have ached , my musles have cramped. My stomach has been bloated like I've been pregnant this whole time. My periods are worse and horrible. Headaches constantly.